Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intertroch surgery with trochanteric fixation nail advanced (tfna) on (B)(6) 2020, the threaded hammer guide connector and driving cap were broken off due to wear and tear. It was mentioned that the driving cap tip broke while being struck on the backside with the hammer. A broken fragment was generated and removed easily. There was no surgical delay. The procedure was successfully completed. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).